Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, catheter removed due to breakage, in a health center in the hospital area. No other information was provided.